Manufacturer narrative:
Batch review performed on 22 march 2021: lot 2000403: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting tightness in the knee and the cause of the tightness is unknown. The surgeon revised the insert with a 13mm one almost 2 months after primary. The surgery was completed successfully.